Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the operation channel buckled, the suction channel buckled, the segment corroded, the electrical connector corroded, the air/water nozzle missing, the bending rubber missing, the lg cable connector leak, the insertion flexible tube (ift) dirty, the suction channel dirty, the objective lens unit dirty, the lg prong top loosened, the u/d pulley wire worn out, the light guide cable lump/wave, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.